Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset process, and the caller successfully started their sensor session without encountering the error code again.